Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "gel fracture" and "capsular contracture baker iii". Healthcare professional later reported "implant intact with no rupture. Gel fracture/folds present as expected. Folds in implant are not from scar tissue pinching but rather gel has been fractured past breaking point and crease is permanent¿". This record is for the right side. The device remains implanted. Patient was prescribed singulair.